Event description:
It was reported that the registered nurse reported a downstream occlusion when trying to start the infusion. Reported the tubing looked ok with no kinks and the clamps were open. They changed to a different bag of medication with different tubing and pump functioned fine. Position of the pump was in the upright position when the pump alarmed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information was received and attached to the complaint object: the event history log is not available. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 12/12/2022 and attached in the complaint: customer emailed pump events logs; the device will be return for investigation.

Manufacturer narrative:
B5: additional information: h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: b3: date of the event: unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the samples were returned for investigation. The returned samples were received in used conditions without their original packaging, decontaminated and inside in a plastic bag. The complaint returned unit was visually inspected under normal conditions of illumination. No damage, kinks, cut, or deformations were observed in the unit returned that could cause the failure mode reported. The sample was set for priming testing and after that was set for running. No discrepancies were detected, sample was fully priming and connected without difficulty, the pump was set running, liquid flow through the whole device without interruptions, no alarms were activated, thus, the failure mode reported is not confirmed. No fault was found with the device. The root cause cannot be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(6) , as a result of warning letter cms# (B)(4).